Manufacturer narrative:
Initial reporter occupation is lay user/patient this event occurred in (B)(6). The meter and test strips were requested for investigation. The customer returned two vials of test strips for investigation. The returned test strips were measured with a retention meter and a high level control sample and an lin 3 control. High control testing results (qc range: 2.7 - 3.3 inr): vial (B)(6): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.9 inr. Vial (B)(6): qc 1: 2.7 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. Lin 3 results (qc range: 4.1 - 6.8 inr): vial (B)(6): qc 1: 5.0 inr. Qc 2: 5.1 inr. Qc 3: 2.0 inr. Vial (B)(6): qc 1: 5.1 inr. Qc 2: 5.0 inr. Qc 3: 4.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 5:31 pm, the result from the meter was 5.5 inr. At 5:42 pm, the result from the meter was 3.4 inr. The customer has a therapeutic range of 2.5-3.5 inr.